Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes dislodgement and an outer conductor fracture located under the patient's clavicle.